Event description:
It was reported that during the implant attempt, the helix got stuck after retracting it to reposition. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, distal conductor fracture (overstress), helix distorted/bent, lead damaged at implant, and blood was noted on helix mechanism; the analyst noted that the lead was received with the distal conductor distorted and fractured within the connector; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the helix got stuck after retracting it to reposition. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.